Manufacturer narrative:
Polident tablets are manufactured in (B)(4), in the united states, and neither the product nor the lot number for this product are available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of loss of appetite in a female pt who received double salt dental cleanser (polident denture cleanser tablets) for an unk drug indication. A physician or other health care professional has not verified this report. On (B)(6) 2013, the pt had mistakenly ingested 1 tablet of double salt dental cleanser which belonged to her daughter; accidental ingestion of drug. Later, on the same day, on (B)(6) 2013, the pt experienced loss of appetite. At the time of reporting, the outcome of the event was unk. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. F/u info received on (B)(4) 2013: on (B)(6) 2013, the pt started using double salt dental cleanser. Approx 54 days later, on (B)(6) 2013, the pt experienced heart failure. At the time of reporting, the events were fatal. It was reported that the event of loss of appetite remained unresolved to the pt's death. The pt died on (B)(6) 2013 from heart failure. It is unk whether an autopsy was performed.